Event description:
Customer reported the image was fuzzy and the monitors would flicker. The customer had to shut the system down in the middle of a case. Case was completed after a reboot. A patient was involved but no injuries occurred.

Manufacturer narrative:
The service rep checked the system and was unable to confirm the issue. System operates as intended.